Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. Reported complaint was observed on the returned photo. Photo review: the returned photo shows an company device. The plunger is advanced to nozzle entry and is bent. The iol (intraocular lens) cannot be observed. Based on our observation of the attached photo, the plunger is bent. As the product was not returned for analysis, definitive determination of the reported complaint cannot be made, however, the most likely cause for the observed severely bent plunger is a lens that became stuck in the device, preventing the plunger from advancing continuously outside of the nozzle tip. Continuous force on the lever to push the plunger, while being blocked by the stuck lens, likely caused the plunger to bend under the force. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds (ophthalmic viscosurgical device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may cause the lens to become stuck. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the preloaded device malfunctioned. The surgery was completed with replacement lens. Additional information has been requested but is not available at the time of this report.